Event description:
It was reported that the customer went below the low limit and the pump was supposed to warn them. Customer stated that the pump did not alarm them of being low. Customer's sensor reading was 50 mg/dl. Customer was not sure of their blood glucose reading. Customer feels like he did not hear the audible alarm or vibration. Customer stated that he possibly slept through the alarm. Customer always calibrates when he is supposed to. Customer checked his blood sugars and stated that they were fine. Customer stated that the sensor will start functioning fine again. Customer reported that his blood glucose level was around 120 mg/dl. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.